Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker IV" and "rupture". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6). Clarification to h4 - device mfg date : no info. Was available.

Event description:
Healthcare professional reported "rupture" of a saline device confirmed via mammography. This record is for the right side. Device was explanted. Additionally, "capsular contracture baker IV" is being conservatively captured for the right side.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker IV" and "rupture" event confirmed via mammography. Later healthcare professional reported "ruptured implant is only the right side one". This record is for the right side. Device was explanted.